Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the event occurred while in the cardiology cath lab during insertion. The cardiologist reported to the sales rep that as they did the procedure they understood the pt showed symptoms of having peripheral vascular disease (pvd), leading them to decide early to use the fiber optic intra-aortic balloon (iab) at the end of the case. As a result of knowing the pt had pvd they decided to do the insertion sheathless. There was already a 6.5 fr sheath in the femoral artery and it was removed and dilated with the skin predilator from the arrow insertion tray. The spring wire guide (swg) went in just fine and the iab tracked over the swg to be inserted just fine. It was when they attempted to pull the swg out that they felt it was caught on something. As a result, with a little struggle, they managed to get the swg out; it was damaged and they made a judgement to take the iab out as well. Upon inspection of the iab the sales rep was told the iab was damaged inside the iab at the distal end where the swg and iab had caught. The cardiologist used an ultraflex iab instead and it was inserted with no problems. However, the cardiologist is presently maintaining that until he has the results of why the iab failed he will not be inserting the fiber optic iab without a sheath. There was no report of pt death or injury. No medical/surgical intervention was required. There was an unk time of delay or interruption in therapy with no harm to the pt. The pt outcome is unk. Additional info received on (B)(6) 2013 reported that the department estimated interruption to last 10-15 minutes. The outcome of the pt is the pt had an ultraflex catheter inserted and was sent to itu for recovery. The iab catheter was removed monday (B)(6) 2013 from the pt due to successful recovery. Updated info received on (B)(6) 2013 stated the user struggled initially to get the swg out of the fiber optic iab prior to removing the iab; they were able to completely remove the swg during the procedure. Further updated info received on (B)(6) 2013 stated that per the dept regarding the swg; all they will confirm is that the swg was damaged, with the cardiologist stating that it was "bent." They do not recall the swg being unraveled or separated.